Event description:
Ocd representative contacting cts to report of a false negative reaction to one e+ cell of a 0.8% resolve panel a with a sample know to contain anti-e in the plasma by manual gel methodology with mts anti-igg gel card lot# 051514001-10 exp 03-09-15. Ortho vision exhibited a 1+ reaction with the same sample to the e+ cell to the same 0.8% resolve panel a with mts anti-igg gel card lot# 051514001-10. No specific test protocol provided with regards to the manual gel testing. Described testing is being performed in support of the vision method comparison validation testing for the mts anti-igg gel with the 0.8% resolve panel a. Due to listed homozygous e donor yielding negative results, there is a potential that the anti-e would not have been identified. Sample ID history of an anti-e, anti-k and anti-v. All other cells to the listed 0.8% resolve panel a reacted respectively to the patient's know anti-k and v. All described testing performed on (B)(6) 2014. Reviewed by the reported ocd rep on (B)(6) 2014 and reported via e-mail on (B)(6) 2014 . Cts has confirmed that no incorrect or erroneous results have been reported as a result of the reported concern. No reports of any abnormal appearance to any of the listed ocd products and the mts anti-igg gel cards have been confirmed to be stored according to their IFU indications (room temp). Quality control confirmed to be acceptable with the alba-q. Ocd rep provided cts with a summary of the complaint and images off of vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision. Reporting ocd rep satisfied with the documentation of the reported event and requires no additional follow up. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).